Event description:
Procedure: appendectomy. According to the reporter: the instrument was placed on the tissue, closed and fired but then would not open up. The instrument was resected from tissue and another device was applied.